Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, atrial lead noise that caused mode switching was observed. Noise was reproducible in clinic. Lead electrical measurements were within normal limits. The patient reported occasional dizziness. Patient will be scheduled for another in-clinic visit.

Event description:
New information received notes that programming changes were made and the patient was stable following the changes.